Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change errors during the load process. The customer's blood glucose level was 458 mg/dl. Reportedly, the customer was able to load a new cartridge successfully. The customer has manual injections available as alternate insulin therapy.